Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the receiver would not turn on. No additional event or patient the complaint device was returned for evaluation. A visual inspection was performed and the receiver would not turn on. The receiver case was opened for further evaluation. An internal visual inspection was performed and the inspection passed. The battery was replace with a known good battery and the receiver turned on. A review of the downloaded data log observed a hardware battery error, a ntcfault and a screen error alarm. The reported event that the receiver dill not turn on was confirmed through log review. The root cause was determined to be a defective receiver battery. Based on the investigation results this issue has been upgraded from non-reportable to reportable.